Event description:
It was reported that an ilet user noted a downward glucose trend at 134 mg/dl, consumed candy, and experienced a rapid rise to 182 mg/dl, after which the device delivered aggressive correction doses. The user subsequently adjusted treatment closer to smaller recommended doses during a call with an agent. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included customer interview and troubleshooting with education on appropriate low-glucose treatment. Investigation of this case revealed user overtreatment of an impending low leading to reactive hyperglycemia with automated correction dosing, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.